Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ device not returned.

Event description:
It was reported that the pump unexpectedly shutdown with a battery gauge of 75%. When the pump turned on, a malfunction alarm occurred. Also, it was noted that the customer's fill estimate was inaccurate. The customer filled the cartridge with cold insulin. Reportedly, the customer had not checked their blood glucose level since the event occurred. It was confirmed that the customer had manual injections available for backup therapy.

Manufacturer narrative:
(B)(4).